Event description:
On (B)(6) 2013, the patient¿s mother contacted animas to report that for the last month she has had an issue with air bubbles forming in the cartridge. The reporter felt that the air bubbles attributed to rise in patient¿s blood glucose (bg). The patient¿s mother stated that the patient¿s bg would elevate to ¿350 to 400 mg/dl¿ with symptoms of patient not feeling well and being ¿whiny¿. At the time of the call, the patient¿s bg was 203 mg/dl with no symptoms. At the time of troubleshooting, it was discovered that the patient¿s cartridge had a small crack from luer lock to 1.0 mark. The reporter randomly looked at 2 cartridges from a different box with the same lot # and could also see cracks. The reporter confirmed she had another box of cartridges with a different lot # she could use. Based on the information provided, there is no indication that the alleged issue caused and/or contributed to a serious injury. The patient¿s reported bg readings and symptoms do not meet animas¿ criteria of severe hypoglycemia or hyperglycemia. However, this complaint is being reported as a malfunction due to the discovery of the cracks on the cartridges.

Manufacturer narrative:
The cartridges have not been returned to animas for evaluation. If they are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.